Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had some spasm. The patient underwent lead revision procedure and was doing well postoperatively. The physician was not certain if spasm was device related.